Manufacturer narrative:
Device was received by the MFR; however, the overheating failure could not be replicated. The device was returned to the customer.

Event description:
It was reported that a drill attachment heated up during a routine maintenance eval by the MFR's field svc team. This event did not occur in a surgical environment. There was no user injury reported and no adverse consequences alleged.